Event description:
Customer reported that maxa sensor was on pt during intubation and sensor was providing low readings. Customer stated sensor was replaced and sats were fine. No pt harm reported.

Manufacturer narrative:
Covidien has requested more info on the incident including: placement of the sensor, weight of pt, care of the sensor, and the monitor that was used. Per oximax max-a directions for use: indications/contraindications: the nellcor oximax adult oxygen sensor, model max-a (l) is indicated for single pt use when continuous noninvasive arterial oxygen saturation and pulse rate monitoring are required for pts weighing more than 30 kg. Instructions for use: an index finger is the preferred max-a(l) location. Alternatively, apply the sensor to a small thumb, smaller finger, or great toe. Note: when selecting a sensor site, priority should be given to an extremity free of an arterial catheter, blood pressure cuff, or intravascular infusion line. Note: if the sensor does not track the pulse reliably, it may be incorrectly positioned- or the sensor site may be too thick, thin, or deeply pigmented, or otherwise deeply colored (for example, as a result of externally applied coloring such as nail polish, dye, or pigmented cream) to permit appropriate light transmission. If any of these situations occurs, reposition the sensor or choose an alternate nellcor sensor for use on a different site. Cautions: failure to apply the max-a(l) properly may cause incorrect measurements. While the max-a(l) is designed to reduce the effects of ambient light, excessive light may cause inaccurate measurements. In such cases, cover the sensor with opaque material. Circulation distal to the sensor site should be checked routinely. The site must be inspected every 8 hours to ensure adhesion, skin integrity, and correct optical alignment. If skin integrity changes, move the sensor to another site. Intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream may lead to inaccurate measurements. Excessive motion may compromise performance. In such cases, try to keep the pt still, or change the sensor site to one with less motion. Do not immerse in water on cleaning solutions. Do not resterilize. Immersion or resterilization could damage the sensor. If the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements. Do not alter or modify the max-a(l), alterations or modifications may affect performance or accuracy. For add'l warnings, cautions or contra indications when using this sensor with nellcor-compatible instruments, refer to the instrument operator's manual or contact the MFR of the instrument. Accuracy specs: for the accuracy spec range of this sensor when used with nellcor compatible instruments, refer to the instrument operator's manual or contact the instrument MFR.